Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump was received with detached end cap. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 287 mg/dl at the time of incident. The insulin pump will be returned for analysis.